Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and successfully replaced due to noisy signals, low pacing impedances out of range, inappropriate anti-tachycardia pacing (atp) and pacing inhibition for more than two seconds. No asystole reported as the patient in not dependent. No additional adverse patient effects were reported.